Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sept2019. The customer reported that the ventilator backlighting is very weak. Even on level 5, the lighting is not good. The ventilator was not in use on a patient at the time of the event occurred. The field service engineer (fse) evaluated the device and verified the reported condition. The user interface (ui) assembly, motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcb were replaced. The ventilator passed all testing and operated within the manufacturing specifications. The user interface (ui) assembly was received for evaluation. Visual inspection revealed no evidence of damage or contamination. The ui assembly was installed to a good test ventilator. The test ventilator was tested and the reported condition was verified. The display was dim. The root cause was identified to burn out cold cathode fluorescent lamp (ccfl) backlight. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator backlighting is very weak. Even on level 5, the lighting is not good. The ventilator was not in use on a patient at the time of the event occurred.